Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device was not cauterizing tissue. An activation and end tone were heard when the issue with sealing occurred, and no patient injury resulted.